Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient described the skin as red and itchy. There was no alleged device malfunction contributing to the irritation. The distributor was advised the patient applied ketoconazole 2% cream to the skin which requires a prescription. Follow up indicated that the cream is helping with the skin irritation.